Event description:
It was reported that customer saw cgm error message on sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, error did not recur after reset, and customer was instructed to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.